Event description:
During a total abdominal hysterectomy procedure, the instrument was difficult to remove from the application site. The surgeon manually manipulated the device free and completed the procedure by manually suturing. No pt injury reported.